Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. Upon viewing the stored electrocardiograms the pulse generator displayed the message invalid episodes. The device image was cleared and normal device function resumed. The patient would be monitored.